Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced t-wave oversensing after premature ventricular contractions and after ventricular paced events. The device was reprogrammed and the oversensing improved. The device remains in use. No patient complications have been reported as a result of this event.